Event description:
It was reported that the patient was having pain on the left side where the device is implanted. The patient indicated having sore muscles in neck, back, and chest and was wondering if there was an infection. The patient also indicated that the device had twisted under the skin and sometimes pushes out 0.5 inch. The physician's office was contacted, but they had not seen the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).